Event description:
During a laparoscopic assisted gastrectomy, upon the fourth fire wtih peristrips the staples did not form. The tissue and peristrip were transected appropriately. The previous three firings were competent. There was no patient consequence.